Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the patient was receiving frequent code 102 (charge profile fault) messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102 (charge profile fault) has been confirmed. Upon receipt the monitor reproduced the code 102. A root cause investigation is currently underway in engineering. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.